Manufacturer narrative:
The product was not returned for evaluation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod between 4 and 24 hours her blood glucose level reached over 500 mg/dl and the cannula did not enter the skin. Upon removing the pod the patient reports the cannula on the pod was kinked. As treatment, the patient administered a manual pen injection of insulin. The patient's blood glucose history are as follows: time: 2:30 pm, bg(mg/dl): 414 mg/dl; 4:30 pm, 402 mg/dl; 8:40 pm, >500 mg/dl; 10:00 pm, 424 mg/dl.